Event description:
Additional information received: the arteriotomy closure was the left femoral artery, and the procedure was a percutaneous transluminal angioplasty.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was achieved using a perclose proglide device after an interventional procedure. Reportedly, during unpacking of the perclose proglide device a black foreign substance was observed inside the tyvek pouch and in the plastic casing. The plastic-like black material was taken out. The perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. This code is used to address using the device when a foreign substance is found in the packaging with the device. Evaluation summary: the device was not returned; however, a piece of black plastic was returned and the investigation determined it was a pin on the suture trimmer that came loose during shipment. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. The instructions for use states: do not use the perclose proglide device or accessory if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.